Event description:
It was reported that during a prostate procedure, @ 100,000 joules, decrease in fiber vaporization efficiency was noted. The procedure was completed with turp."no damages to the patient" reported. Time expended: 16 minutes.

Manufacturer narrative:
(B)(4). Failure analysis for fiber (B)(4): the fiber within the glass cap shows a circumferential fracture distal to fiber/cap fusion zone; the fiber proximal to fracture can rotate independently of metal cap; the glass cap has pushed forward in metal cap and is protruding 5 mm from distal end of the metal cap; the beveled edge of the fiber within the glass cap has moved forward under the distal end of the metal cap; the metal cap exhibits melting at the distal end; the metal cap exhibits severe char; the outer flow tubing exhibits scratch marks at the open end. Based on the analysis results, the potential for forward firing may exist. Probable root cause: based on the product analysis results, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which limiting the performance of the fiber.